Manufacturer narrative:
The pump was returned to the manufacturer assembled with the percutaneous lead cut approximately 5 degree from the pump housing; the severed portion of the lead was not returned. The inflow conduit was received attached to the pump inlet port. The outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Visual examination of the proximal end of the inlet stator and the distal end of the outlet stator prior to disassembly revealed no evidenced of adhered depositions or thrombus formations. Examination of the rotor inlet revealed a small thrombus formation surrounding the bearing cup of the inlet stator. This thrombus appeared thin and non-laminated, suggesting that it was an acute formation that developed while the vad was supporting the patient. A cause for the development of the observed thrombus could not conclusively be determined through this evaluation. Thrombus formation is complex and multi-factorial in nature and no necessarily related to a single physiological or device-related factor. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 31 months post implant, the vad coordinator reported that the patient underwent a pump exchange due to suspected pump thrombus. The explanted device will be sent in for analysis. The patient remains ongoing on the new lvad.